Event description:
The customer reported via phone call that the insulin pump alarmed, indicating that a component of the radio frequency board failed a self test. The customer did not know their blood glucose reading. The customer also reported that the glucose meter was not connecting to the insulin pump. The customer reported that the alarm recurred about 4 times since the week prior. During troubleshooting, the customer was able to successfully program a normal bolus into the air, and the bolus amount was recorded in the bolus history. The customer did not recall whether a temporary basal was programmed before the alarm occurred, stating that there may have been. The customer was advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.